Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. The reported patient effects of stroke and atrial fibrillation are listed in the xience skypoint everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional device referenced in b5 is filed under a separate medwatch report number. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported the initial procedure was performed on (B)(6) 2021. A 2.25x15mm xience skypoint stent was implanted in the right coronary artery (rca) and a 3.50x12mm xience skypoint was implanted in the left anterior descending (lad) artery. No intra-procedural complications were noted and the procedure was successful. At one month follow up on (B)(6) 2021 no issues were noted with the patient. On (B)(6) 2021, the patient experienced weakness and reduced grip strength in the upper limb. Left-sided hemiparesis was observed, and the patient was transferred to another hospital. A 3d-CT scan showed good coronary status, but due to suspected cerebral infarction, tpa was administered and the patient was hospitalized. MRI revealed multiple infarctions, suggesting cardioembolic stroke. The patient¿s condition did not worsen, and although there was some dragging of the left leg, independent ambulation was stable. At the patient¿s request, he was transferred to a rehabilitation hospital on (B)(6) 2021 and discharged on (B)(6) 2021 after achieving near-complete independence in adl. Patient was diagnosed with asymptomatic myocardial ischemia (with atrial fibrillation). No additional information was provided.